Event description:
During servicing of the device at philips for a different issue, a hardware failure message was seen.

Manufacturer narrative:
(B)(4). During servicing of the device at philips for a different issue, a hardware failure message was seen. The power pca was replaced to resolve the symptom. After passing all testing the device was returned to the customer.